Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited increased threshold measurements and high out of range pacing impedance measurements greater than 2,000 ohms. An x-ray was performed and showed that the lead pin was not inserted all the way into the device header. An invasive procedure was performed. While the rv setscrew was attempted to be loosened, the setscrew became non-operational. The device was then explanted and replaced and the rv lead remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. The rv seal plug was removed and high powered visual inspection of the rv setscrew noted the hex hole in the rv setscrew was slightly rounded out at the top of the hex hole indicating a hex wrench was not completely inserted into the setscrew before turning the wrench. Laboratory analysis concluded that the damage to the device was consistent with induced damage and also concluded that the rv lead had not been fully inserted into the rv lead barrel during the time of implant. Under-insertion of the lead's terminal pin into the device header is suspected to be the cause of the out-of-range impedance values observed during implant, but this could not be confirmed during laboratory analysis. Note that boston scientific has a vigilant quality monitoring system and we aggressively monitor field performance of all our products. We will continue to monitor for future, similar events.